Event description:
It was reported by the customer that a bd pyxis anesthesia es system displays a password screen during procedures, requiring staff to reboot the device to restore access. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that bios popped up a password screen during a procedure. A field service engineer shutdown the station, reseated hard drive cables, aio, loose cables behind aio on control board and loosened zip ties on cables and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cables for the all in one computer were loose and required to be reseated. Cables were secured for all in one and control board to resolve. Customer confirmed being able to log in to device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displays a password screen during procedures, requiring staff to reboot the device to restore access. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.